Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported occlusion alarms occurred. Customer¿s blood glucose (bg) level was 536 mg/dl to "high". The elevated bg was due to the occlusion as well as unknown cause(s). Customer changed pump supplies and bolused via the pump to address the occlusion and elevated bg.